Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of critical pump error and moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they jumped into the pool with the pump. The customer received critical pump error. The customer mentioned a small crack at the back of the pump.

Manufacturer narrative:
The pump was received with a critical pump error and a pump error 35 was found in the formatted history file due to a corroded electronic assembly. The motor assembly was found with traces of corrosion per visual inspection. Unable to perform functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the critical pump error. The pump was received with a cracked case on the back at the battery tube area. The pump was received with minor scratches on the display window, case and keypad overlay.